Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and a new rv lead of a different model was placed. The lead remains implanted and will not be returned. No additional adverse patient effects were reported.